Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular lead had episodes of failure to capture. The patient was asymptomatic. During the revision, the lead helix would not extend and the physician explanted and replaced the lead. The patient was stable throughout.

Manufacturer narrative:
Additional information: b5, d10, h6.

Event description:
Additional information received with the return of the lead indicated the lead had dislodged and was also sensing poorly.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.